Event description:
It was reported that the patient experienced the balloon malfunctioning and recurring incontinence with an artificial urinary sphincter (aus). The 4.5 aus cuff, pump, and balloon were explanted and a new 4.5cm aus cuff, pump, and balloon implanted. Should additional relevant details become available, a supplemental report will be submitted.